Manufacturer narrative:
Product complaint # (B)(4). Additional information provided the patient had no problem with the first use. Dermabond prineo 22cm msh adhesive (clr222us) : unknown list of other j&j products (non-customer complaint products) used in the case surgery. Has there been a patient or user injury report? Yes. Does the patient/user require any medical or surgical intervention due to the incident? Yes description. Does the patient/user need an extended hospital stay due to the event? No. What is the status/outcome of the patient/user after the incident? Remove and administer antibiotics immediately. Are there any noticeable delays? If available, provide the product order number (po). Additional information provided: procedure: roi (clavicle). Batch number: n/a. Specification: 22 cm. Is this the patient¿s first use?: no. Operator (physician? Assistant? Resident?): physician. Was the mesh applied when the wound was dry?: yes. Time of allergic reaction (at use? During hospitalization? Follow-up?): during hospitalization. Description of allergic reaction: large area of redness and swelling. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What was the procedure date? Please clarify what date /day post op was the reaction noted? Please clarify was any surgical intervention performed? When was the prineo product removed from the patient? Were any cultures taken? Results? Please describe how was the adhesive was applied. How was the wound cleaned and dried prior to prineo application? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an roi (clavicle) surgery on an unknown date in 2026 a topical skin adhesive was used. After the second use, there was a large area of redness and swelling, blisters and pigmentation. Remove and administer antibiotics immediately. Additional information has been requested.